Manufacturer narrative:
The reporter's meter and strips were returned for investigation and tested with retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.7 inr, qc 2: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The maximum difference between measurements was 0%. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were observed in the meter¿s patient result memory, but the time/date was not set correctly. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 1:14 p.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 4.4 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using neoplastine reagent on a stago analyzer, resulting with a value of 3.1 inr. At 9:17 a.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 3.9 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using neoplastine reagent on a stago analyzer, resulting with a value of 2.2 inr. At 12:38 p.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 4.1 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using neoplastine reagent on a stago analyzer, resulting with a value of 3.1 inr. On all three dates, medical decisions were made based only on the laboratory values. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.